Event description:
It was reported to philips that image storage and exposure failure occurred during operation on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the clarityiq_ii ip pc without hdd and rebooted the system, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).